Event description:
Revision surgery - due to the poly insert disassociating from the tibial baseplate. There was wear on the bottom of posterior of the insert, not sure when the wear occured. There was no obvious reason for the disassociation.

Manufacturer narrative:
The reason for this revision surgery was reported as dissociation after 1.8 years of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the revision surgery. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. Hospitalization - initial or prolonged was required. The device was not made available to djo surgical for examination. A review of the device history records showed (B)(4) non-conforming material reports (ncmr's) associated with this product. Ncmr (B)(4) showed (B)(4) parts (part#: 39119608-001) returned to the vendor for not meeting specification. Ncmr (B)(4) showed (B)(4) parts (part#: 39119608-001) returned to the vendor for a feature being over tolerance. A review of the product complaint report history showed this is the (B)(4) complaint for this part number from this lot. The root cause for the dissociation could not be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.

Manufacturer narrative:
(B)(4).